Event description:
During a direct current cardioversion to treat his atrial flutter there was a spark on the anterior left chest pad. Patient converted to sinus rhythm after 1 shock at 250 joules and pad was removed from patient's chest. Two thermal burns approximately 1/2"x2" were found. Reference report: mw5145159.